Event description:
The physician believes there was an insulation failure with this lead. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and an electrical inspection. The analysis of the lead demonstrated a damaged insulation at 36 cm distal to the is-1 connector pin, confirming the clinical observation. In that section, the lead body was found squeezed and deformed. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. Further analysis revealed explantation damages i.e. Deformations of the rv shock coil and fixation helix as well as cuttings in the insulation. The analysis did not reveal any sign of a material or manufacturing problem.